Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported device did not show guide for loading tubing set and did not recognize a loaded set, which were not reproduced. The reported problem was verified through a visual internal inspection, which found the upper latch switch to be loose, causing the reported problem. The upper latch switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not show guide for loading tubing set and did not recognize a loaded set. There was no patient involvement. No additional information is available.